Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 254 mg/dl. The mother stated that the customer's insulin pump alarmed no delivery before being admitted. Advised the mother that the customer should continue on back up plan. No further information was provided.